Manufacturer narrative:
Upon follow-up, it was reported that the patient was hospitalized for catheter removal (on an unknown date). The pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis (16 days after the initial symptom onset). On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient was discharged from the hospital and has recovered from color change in pd fluid, abdominal pain, loose motions and peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, loose motions and color change in pd fluid. The cause of the events were unknown. It was reported that the patient was not hospitalized for the events. A day after the initial symptom onset, the patient was treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, ongoing) and amikacin injection (125mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.